Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an e104 error, fog-free function not working. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had an e104 error, fog-free function not working. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the r-unit was broken, and therefore image noise occurred. Based on the results of the investigation, the definitive root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.